Manufacturer narrative:
Additional information and return of the device have been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling.

Event description:
M6-c device removed due suspected bone fragment and left arm weakness. On reoperation and removal of the device, the surgeon did not find fragment or any bone posteriorly. The m6-c was removed and replaced with another m6-c device. The device was intact at the time of removal.